Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device was operating in safety mode. Technical services (ts) was consulted and discussed how safety mode works and the programmed parameters. Ts recommended device replacement when the battery has less than four years remaining. While the device was operating in safety mode, the patient experienced symptoms of dizziness. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device is no longer in service.